Event description:
The hosp staff used the device to administer external pacing to a drug overdose pt. The pt was described as very diaphoretic. The ECG output signal from a bedside marquette "tram" 450 was connected to the pt cable input of the device using an interface cable mfg by mcguire industries. The device allegedly failed to display pacing capture in any lead (lead I, ii or iii). Lead I displayed excessive artifact. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's viability.